Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shutdown after giving a "system fan failure" error message.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that cns device experienced a "system fan failure" message and then crashed. When customer biomed cleaned the fan of accumulated dust, the system was able to boot back up. When the system booted into windows, an error message warned that the display settings were incorrect. When user changed the display resolution to the required 1280 x 1024, the issue was resolved. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the issue started with system fan failure, which led to system crash, and finally resolution error. Operator's manual, revision a, requires device to undergo fan check every six months to ensure rear fan was operating optimally, that is no excess dust had accumulated. After cleaning, the error was resolved. Device was put into service on (B)(6) 2015. Service history shows this device previously experienced the same issue on (B)(6) 2017 under notification 300099869. The fan issues occurred at roughly two-year interval. This is indicative that the required maintenance is not performed. However, due to the lack of maintenance history available, the root cause could not be confirmed.

Manufacturer narrative:
The customer cleaned the fan on the unit and was able to reboot the system, however when it got to the windows screen, it gave a "display settings incorrect" error message. The system crashing can sometimes cause issues with settings. Re-establishing the display resolution setting resolved the issue and the application loaded with no issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shutdown after giving a "system fan failure" error message.